Event description:
The manufacturer's representative reported the patient had a pump replacement done in 2006. The patient later presented with nausea and vomiting. The hcp was concerned about withdrawal. The hcp treated the patient with a bolus of medication over 5-6 minutes. The patient's symptoms got worse after the bolus. The logs were checked and no motor stalls were noted. The catheter was replaced. The patient's symptoms improved.